Event description:
The hospital pharmacist reported that during a posterior vitrectomy surgery the vitrectomy probe cutter suddenly stopped working. The vitrectomy blade got stuck. The port was open permanently, leading to hypotony (increased aspiration of bss). The vitreous humor was stuck in the port and the surgeon had to cut it with scissors. The pak was switched out and the case was completed. In the surgeon's opinion, the hypotony was due to the permanent opening of the port. Choroidal hematomas were noted with the outcome and prognosis reported as poor.

Manufacturer narrative:
The sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. This report was mailed to FDA on: 07/02/2009. The